Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. During a routine hemodialysis treatment, the patient moved their arm causing infiltration of both the venous and arterial needles. Treatment was ended without performing rinseback, resulting in an estimated blood loss of 190cc. No medical intervention was required.

Manufacturer narrative:
There is no evidence of a device malfunction. The reported blood loss was attributed to infiltrated venous and arterial needles, caused by the patient moving their arm during treatment. The user's guide provides adequate instructions for performing rinseback. A direct correlation between nxstage system one and the reported blood loss cannot be established. Nxstage medical considers this report closed. No additional information will be provided.